Manufacturer narrative:
Involved reciproc blue file r25 8/100 25mm 025 that broke during use was not returned and cannot be analyzed by our laboratory. Notably for this reason, no link can be established between breakage issue and information found during dhrs review (batches #1571503, #1570809, #1571476 and #1570793). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc broke during use. The broken part could not be retrieved and the doctor will likely extract the patient's tooth.